Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, placed, and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with the full range of motion in all directions. The grips did not open and close properly. No failures were reported in the logs during testing. Further investigation confirmed additional observations. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips did not close properly. The dislodged grip ring likely caused the grips not to close. The grip open lever was not functional. The grip ring moves freely up and down to grip the grip drive adapter. The reported issue was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the vessel sealer extend (vse) instrument was not recognized by the system. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.